Manufacturer narrative:
The technician found a defective valve guide tube at the head up valve. He replaced head up valve guide tube assembly to repair the bed.

Event description:
Info received indicates the head section will not rise at all.